Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference MFR. Report # 1627487-2019-05113; reference MFR. Report # 3006705815-2019-01594. It was reported that patient experienced inadequate stimulation with their scs system after a fall and system had high impedances. As a result, surgical intervention was undertaken wherein the entire system was explanted and replaced. Therapy has been restored.

Manufacturer narrative:
Analysis conclusion: the reported high impedance was confirmed. Analysis of the returned lead found a kink on the outer tubing where all internal wires were broken. These fractures are consistent with an overstress condition or sudden event (falling, car accident, etc¿) the lead was subjected to while still in vivo. The report stated that the patient¿s therapy changed after they had fallen in the shower.

Event description:
Reference MFR. Report # 1627487-2019-05113, reference MFR. Report # 3006705815-2019-01594.